Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not working and received no delivery alarm. The customer¿s blood glucose level was 7.5 mmol/l. The customer performed fixed prime and insulin exited and then changed the reservoir and set however still received no delivery alarm. The customer was treated with manual injection. The customer reported that she did not have another set to complete troubleshooting. The insulin pump will not be returned for analysis.